Event description:
A female with a history of venous thromboembolic disease who had a bird's nest ivc filter placed in 2002 at the university of california, san diego. She was recently - 2009 - hospitalized for eight days at hospital with shortness of breath and was found to have migration of the ivc filter to the right ventricle and pulmonary artery. This late migration of the ivc filter is a rare event. The complete history of her venous thromboembolic disease is outlined below. Parts of the broken device were retrieved by a percutaneous device during hospitalized.